Event description:
It was reported that the patient reports even when therapy was off she was feeling stimulation which started couple days ago. She turned therapy off two to three days ago. The implant was not working properly. She thinks something was wrong 2-3 weeks ago with therapy. The implant was giving her tremendous pain in the left ankle leg and she try to adjust stimulation setting and cannot turn stimulation off which started 4-5 weeks ago. The patient noticed couple months ago things were not right and saw hcp (healthcare provider) which was not related to neurostimulator therapy. She tried turning stimulation off on all programs and stimulation was still there. Patient services asked the patient to sync with patient programmer and confirm therapy was off. Setting was at program 3 at 0.0 volt. She spoke with representative (B)(6) 2015 at hcp office and representative will be discussing programs/setting with patient. She had been keeping track of symptoms and setting. It was reported later that day that the ins was malfunctioning. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v526888, implanted: (B)(6) 2010, product type: lead. (B)(4).